Event description:
Customer reported potential false negative urine hcg results vs. Positive quantitative results. Three different pts came in for an office visit either to confirm home pregnancy test results or as part of a physical. Customer stated that this occurred about two months ago but was not sure of any specific date. No further pt info was provided. Customer observed potential false negative urine hcg results six times from three different pts. Quantitative testing was performed with positive results (no values provided).

Manufacturer narrative:
Lot number: hcg1030291, expiration date: 02/2013; control lot: 20miu/ml; hcg urine lot: hcg120130-01, 100miu/ml; hcg urine lot: hcg120223-01, 210iu/ml; hcg urine lot: hcg120229-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 210u/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012 there have been three cases of false negative hcg results for this lot.